Manufacturer narrative:
A steris technician inspected the table and was unable to duplicate the reported event. As a precaution, a new hydraulic column manifold assembly was installed on the table and the table was placed back into service. The original manifold assembly is being returned for evaluation. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that after a patient was transferred to the table, the table height dropped several inches without being commanded to do so and made a loud noise. The procedure was completed successfully and without delay. No injuries to the patient or hospital staff were reported.

Manufacturer narrative:
The steris supplier evaluated the returned manifold assembly and found it to be operating properly; the event could not be duplicated. No further issues have been reported with this surgical table. Steris conducted in-service training on proper use and operation for the 4085 surgical table on (B)(6) 2011.